Manufacturer narrative:
Date rec'd by MFR: 11apr2019. The customer's representative confirmed the flow issue. The customer's representative reported that the unit has been repaired. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report: 10jun2019. Date rec'd by MFR: 09jun2019. During further investigation (fi), an optical inspection of the gas delivery system (gds) assembly (s/n (B)(4)) revealed no anomalies. The returned gds was installed onto a known good test unit, which was booted into normal operation mode to check for alarms and errors. The test ventilator booted up and delivered breaths. The power was cycled on and off and no errors were generated. Airflow accuracy, oxygen flow accuracy and oxygen concentration accuracy testing was performed as per ¿test procedure for v60x rev. 4¿. The gds failed airflow testing at airflow set points 1, 4, 10 slpm, the oxygen flow testing at 100% oxygen flow set point 1 slpm and the oxygen concentration testing at concentration set point 30, 60, 95, and 100 %. Root cause was due to the oxygen flow sensor caused by u1 drifting out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 20march2019. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the unit failed the o2 accuracy test at the 10 lpm (litres per minute) setting. There was no patient involvement. The event date was not specified; estimate used.